Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated but system error logs showed that the hard drive was corrupt and may have contributed to the problem. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 locked up and had difficulty in reinitializing. There was no adverse patient involvement reported. There was no patient information reported.